Event description:
Surgeon while performing surgical procedure for septoplasty, bilateral endoscopic maxillary antrostomy with removal of tissue, with use of image guidance, noticed a portion of the green insulated tip broke off into the patient's nasal cavity while applying cautery. The surgeon had only used the device less than 30 seconds when this occurred. No retention of foreign body, the piece did crumble apart after it was removed.